Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has requested the data files for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant neonatal bilirubin results on two rp 500 analyzers and a non-siemens transcutaneous bilirubinometer. There was no report of injury due to this event.

Manufacturer narrative:
G1: changed "contact office: name/address". Siemens reviewed the data files provided by the customer: the co-oximetry functionality appears to be working as intended based on the stability of the thb pathlength calibrations and absence of co-ox related diagnostic errors. Lack of complete data hindered the ability to thoroughly investigate this event and to come to any informed conclusion. The co-ox specific subcomponent internal diagnostics for the patient sample in question showed the functionalities such as fit factor and lysed squared were all within specifications. Additionally, no interferences were detected on this sample. There is no indication of issues with the optical measurement capability. Capillary heel sticks are difficult samples to collect and mix. Any interstitial fluid (from milking the puncture site) or decontamination liquid drawn into the capillary could dilute the actual concentration of bilirubin. As no thb values were reported for the two specimens, nor any other parameters, it is not possible to determine if these analytical conditions were probable or contributed to the discordant nbili result. As nbili is an optical measurement that has a dependency on hct/thb, not having thb results available limits the investigation. The cause of this event is unknown.